Manufacturer narrative:
(B)(4). Additional information has be requested in order to provided further clarification of the incident description. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a hernia procedure, "when using, the stapler can't move forward to fire." Problem noticed post-procedure. Patient condition is stable. The port did not break. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.of the patient? Discharged from hospital. Can you confirm that the device will be returned for evaluation? Because the stapler can't move forward to fire.

Manufacturer narrative:
Based on new information provided by the account, this file is no longer considered reportable.

Event description:
Additional information provided by the account: trocar's handle was stuck, can't move forward.